Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the c reactive protein was 32.

Event description:
It was reported that there was no alleged product issue. It was noted that no action was required as a result of this event. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that patient symptoms included warm and erythematous. It was noted that the location of the issue or symptom was left side implant. It was noted that the implant procedure took place on (B)(6) 2014. It was noted that a couple of weeks later, the implant site started becoming warm and erythematous without pain. It was noted that the patient was examined at the clinic and a mild infection at the implant site was diagnosed. It was noted that the patient was treated with a two week course of flucloxacillin. It was noted that full blood count and crp were taken and the antibiotics course was extended two additional weeks. It was noted on (B)(6) 2014 the event was considered resolved without sequelae. It was noted that the reporter considered the event non-serious related to the procedure.

Manufacturer narrative:
(B)(4).